Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported from the analysis of the returned product that suture degradation and hole in cavity was observed. The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/21/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: the product nw1665 & lot no: t1002 does not belong to complaint (B)(4). The product was inadvertently sent. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revelated that one empty foil, one detached needle and several suture pieces were received for analysis. Product code nw1665. Upon visual assessment of the winding former, it was noted that the suture was broken in several pieces since the process of degradation began. This condition cause the needle to be detached from the suture. In addition, according to the condition of the returned sample the functional test could not be performed. The foil packet was visually inspected, wrinkles and a hole in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.